Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with no delivery alarm. The customer's blood glucose level was reported to be 145.8mg/dl. Troubleshoot was reported to be conducted. It was reported that the alarm was resolved by reservoir change. It was reported that replacements would be sent out.